Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. On an unreported date, the patient was treated as an outpatient for the event (drug name, dose, route and frequency not reported). At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.